Event description:
Cook (B)(6) reported for the customer, "on (B)(4) 2013, vital-port detached silicone catheter titanium infusion port was placed in the upper arm. On (B)(6) 2013, the catheter migrated to the atrium and it was removed percutaneously." Additional information provided on (B)(6) 2013. The user slid the locking sleeve when the catheter just passed the ring. The connection had no problem when the user flushed the system. The port will be removed on (B)(6) 2013. The patient's condition is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4). Engineering reported, "a mini port body, catheter lock and catheter (42cm) were returned for evaluation. The components were dimensionally characterized and found to be within manufacturing specifications. One suture hole had been used. A lack of bruising on the catheter that indicates that it was improperly mated to the outlet tube using the catheter lock." Engineering stated, "ther eis no evidence that the catheter was properly assembled to the port body. It is suggested that the user reviews the section "system assembly" in the suggested instructions for use." Engineering stated, "none. No non-conformances found."